Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description. There was no patient involvement. Based on technician statement, the nozzle unit of the air gas module was defective and it was replaced. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).